Event description:
It was reported that during a ventricular tachycardia ablation procedure, a versacross connect access solution for carto vizigo sheath was selected for use. It was noted that the end of dilator broke off when the wire was removed and flush connected to it. The luer of the dilator was completely detached. Thus, device was replaced and no patient complications reported. The device is not expected to be returned for analysis (disposed).